Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were not working. Customer's blood glucose level was 104 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent act button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.